Event description:
Philips received a complaint by the customer on the v60 indicating that there was an issue with the fan. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending.

Manufacturer narrative:
E1: reporter phone number:(B)(6).

Manufacturer narrative:
H10 the v60 unit was sent to bench repair. Bench repair evaluated the device and determined that the power cord exceeds resistance limits set in the test. Bench repair replaced the power cord and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. H11 new information clarified that there was no fan issue on the ventilator. The issue is that the power cord exceeds resistance limits set in the test.